Event description:
New information received notes the right ventricular (rv) lead was explanted and replaced. The patient was stable throughout.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that non sustained right ventricular oversensing due to noise on the right ventricular (rv) lead was observed. Rv lead revision was discussed. There were no reported patient symptoms or consequences.